Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign object in instrument channel, pinhole and chipped at sharp edge in the cement light guide and objective lens was observed. The service center indicated that the most likely cause of the foreign object in instrument channel was not established, pinhole and chipped at sharp edge in the cement light guide and objective lens was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in instrument channel was not established and for the pinhole and chipped at sharp edge in the cement light guide and objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.